Event description:
It was reported that the patient's right atrial (ra) lead had dislodged resulted in unspecified sensing and capture issues. Fluoroscopy was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.